Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation at an unknown date with unknown gel implants on both sides and was presented with bilateral capsular contracture; baker grade IV postoperatively. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3504004bc; serial number (B)(4) on the left side and catalog number 3504004bc; serial number (B)(4) on the right side. This report is for the patient¿s right-sided device.